Event description:
It was reported that a spectrum pump experienced constant close door messages. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant close door messages were confirmed and reproduced while running a loaded set. This condition was determined to have been caused by a damaged upper link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.